Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) ha a system overheat occur. On 19 october 2023, "system over temperature" alarm was generated. After this issue occurred, this iabp unit was once turned off and on again. Iabp therapy was continued with this iabp unit. On 22 october 2023, as the issue recurred, an iab catheter used with this iabp unit was removed safely from the patient and iabp therapy ended. There was no adverse event.

Manufacturer narrative:
More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent. H3 other text: evaluation not requested by complaintant.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ha a system overheat occur.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a